Event description:
It was reported that the 8800 system is booting up with an interlock failure. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Cables going to the backplane were found to be loose. Reseated and tightened all cables going to the backplane. The system was tested and found to be working as intended and placed back into service.